Event description:
During product evaluation, failure code 535:320 was found in the pump's every history. There was no patient injury or medical intervention necessary according to the hospital representative.